Event description:
It was reported that the user contacted support regarding episodes of high glucose in which the ilet displayed ¿high,¿ and the agent clarified that the paired cgm displays up to approximately 400 mg/dl and advised confirmation by fingerstick. Symptoms included hyperglycemia. Outcomes included no reported hospitalization or medical intervention. Investigation included customer discussion and troubleshooting education. Investigation of this case revealed no device malfunction reported and no device component issue identified, with contributing clinical factors possibly including a recent diagnosis of gastroparesis. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.